Manufacturer narrative:
(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 346150; 157448, m2a-magnum mod hd sz 48mm, 651280; 14-103203, taperloc microp fmrl 9.0mm, 625730. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01042, 0001825034-2019-01043, 0001825034-2019-01044. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Blood loss of 1200m was reported that during the patient¿s right hip revision surgery seven years post implantation. Attempts have been made and additional information on the reported event is unavailable.